Manufacturer narrative:
The device will not be returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that approximately 11 months after the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated severe paravalvular leak (pvl) and severe mitral regurgitation. The valve was explanted and replaced with a surgical valve. It was reported that the transcatheter valve was likely too small for the annulus. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.